Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device misfired and did not staple the vessel properly. The procedure was completed with another device. There were no adverse consequences for the patient.